Event description:
It was reported this balloon ruptured during dilatation of a stent in the iliac artery. Significant resistance was encountered upon removal of this balloon catheter through the introducer sheath, which resulted in a portion of the balloon material and a radiopaque marker detaching and remaining in the patient. Retrieval of the detached radiopaque marker, utilizing a snare, was uneventful. No retrieval of the detached balloon segment was attempted. The physician felt adequate dilatation was achieved and chose not to use another balloon catheter. The patient's condition is good. This device is currently being evaluated by this manufacturer. Upon completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilitation of a stent may result in contact with a surface that could damage the balloon material. User technique and/or patient anatomy may have contributed to this event. However, co is unable to determine an exact cause for this event. Co's directions for use state: "due to the thin wall thickness of the xxl balloon, xxl balloon catheters should be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."